Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was able to rewind appropriately. When the load step was activated the pump did not detect the cartridge, insulin was dispensed and the pump emitted a no cartridge detected warning. Contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was able to rewind appropriately. When the load step was activated the pump did not detect the cartridge, insulin was dispensed and the pump emitted a no cartridge detected warning. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim and pink and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.